Event description:
The 65 y.o. White female who was cardioverted on 9/10/92 & discharged home the same day, saw her physician 9/17/92 & showed him burns on her chest (one burn is approximately mid-sternal; the other at left lower ricage area) that each measure approximately 4" tall & 21/2" wide. The defib cassette was used in conjunction with the lifepak 8 & fast patches. The burns on the patient's chest were described as "second-degree burns" by the physician.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.